Event description:
Drive devilbiss healthcare was notified of an incident involving a transfer bench by the end user's spouse, who reported that the front leg of the device collapsed while in use. The end user is an amputee that recently had surgery on his stump. He reportedly fell onto his stump and developed a staphylococcus/pseudomonas infection that was treated with antibiotics. Drive devilbiss healthcare is currently investigating the incident. An update will be filed if additional information becomes available.